Manufacturer narrative:
Clarification b3 (date of event): 2024. Continued e1 (phone no.): (B)(6). Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Rupture: no observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, seroma-late, rupture.

Event description:
Healthcare professional reported "grade 4 capsular contracture (severe pain), a thick capsule is found in the right breast, thick secretion inside and degradation of the capsular tissue, breast deformity, smooth contours and periprosthetic fluid", "prosthetic fluid in the right breast with degeneration may correspond to extracapsular rupture and prosthetic contracture". This record is for the right side. Device has been explanted and replaced.